Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error. Customer went to skiing and had received error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged critical pump error (open book image) alarm found on 31-dec-2021. Per electrical engineering, carrillo, leonell angelo, p-cap / reservoir locks properly into place. Pump successfully downloaded traces and history file using thump. However, unit received with critical pump error due to corroded electronic assemblies on pcba 1 (j6 and j7 connectors, u1, q1, q19, q26 and u22) and keypad flex cable. Pump error 53 in the main error log (line number = 65535, file number = 65535) and pump error 35 confirmed on 12/31/2021 at 15:35:00.000 in formatted history files and detail trace. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, scratched case and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed, pump error 53 confirmed, and pump error 35 confirmed due to corroded electronic assemblies and keypad flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.